Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's reported trembling and shaking came on suddenly. The patient symptoms were described as "not the same" as when his pump went dry in 2013 [refer to manufacturing report number 3004209178-2018-01221]. The patient may have heard a beep, but was not sure if the beep was from the pump. However, the patient's wife did not hear an alarm. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# n312476004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at around 96 mcg/day via an implanted pump. The drug concentration was unknown by the reporter. The indication for pump use was familial spastic paraparesis and intractable spasticity. On (B)(6) 2018 it was reported that the patient was trembling and shaking. It had come on suddenly on (B)(6) 2018. The patient had not had an MRI; had not missed a refill; and his wife had not heard an alarm. Per the patient, they may have heard a beep, but he wasn't sure if it was the pump. He had not called his physician because he was 150 miles away. Per the patient, his shaking was not the same as when went without his pump medication in the past. Additional information was received on (B)(6) 2018 from the patient who reported that he had had abdominal pain that began 1.5 to 2 weeks ago. A day or so after calling in on (B)(6) 2018 the patient stated the he realized on his own that his ¿hose¿ (catheter) must have disconnected. He was sure that his pump must be pumping the medication into his abdomen and the catheter must be just floating around. He needed find a doctor to reconnect the catheter to the pump. The patient did not currently have an hcp (healthcare professional) and was looking for a new pump managing physician. He stated that he was thinking about going to the ER (emergency room) locally because his last doctor was too far away in kansas city and he couldn't afford to travel there and his insurance covered different in kansas. He also had an upcoming refill that he needed a doctor for. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient believed that his catheter broke and was leaking medication into the pocket site. The patient said he could see the pump through his skin and "it looked like an egg mcmuffin". The patient said that this started about 3 months ago, and said it was sometime in (B)(6) 2018, and at that time the doctor looked at it and said everything was fine and the implant looked fine at that time, and they refilled it. The patient thought the issue started when he was "sitting on the bed, when his huge car jumped on him right on the pump and this was a 30 pound cat, and he thought he broke the catheter". This happened in (B)(4) 2018. The patient said that "the other day he was getting out of the car and he had an extreme pain across his lower abdomen and he could not even sit up it hurt so bad and he looked and it was all swollen up like a big pillow on top of the pump". The patient had this pain for 3 months, but this event with extreme pain and swelling started just the other day but the patient did not know which day it happened. The patient was to follow-up with his healthcare professional (hcp). The patient said the hcp wanted just to turn the pump down or take it out but the patient just wanted to fix it. So the hcp told the patient to go to the ER but the patient just wanted it taken care of by someone that knew what they were doing.